Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was admitted to the ER on (B)(6) 2019 after experiencing a near-syncope episode while driving. Cxr showed that rv lead had become coiled around tricuspid valve annulus, leading to tricuspid valve insufficiency. Lead revision was performed on (B)(6) 2019. Should additional information become available, this file will be updated.